Event description:
It was reported that the pt experienced balance problems since their device was implanted. Additional info has been requested, a follow-up report will be sent if additional info becomes available. Reference MFR. Report # 3004209178200909501 for info on left side device that was explanted (B)(6) 2010. Reference MFR. Report # 3004209178201008421 for info on left side device that was subsequently implanted.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.